Manufacturer narrative:
A service visit has been performed and the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that the vacuum was not fine during the surgery. Per reported the sys did not drain. The handpiece and needle were replaced. There was no pt impact. Additional info has been requested but not received to date. This is the second of two med device reports being filed for this faculty.